Event description:
---

Event description:
Subsequently, the device was explanted and returned for a post market analysis. A non-boston scientific device was implanted with no resulting adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device could not be telemetered. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device exhibited a fault code indicative of an internal battery insufficiency. The manufactures recommendation is for product replacement, ensuring no loss of critical therapy. To date, the product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Following confirmation of product explant, this event will be further updated.

Event description:
Subsequently, the device's data history was reviewed by engineering who confirmed the previous assessment that the battery is depleting and has minimal remaining capacity. Therapy functions could be impacted in the near future and the device should be replaced as soon as possible and returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Further investigation into the analysis of this device revealed that when telemetry could no longer be established with this device, neither pacing nor defibrillation therapies were available. The device battery had depleted to a level unable to support these functions. At the time the memory download was performed and reviewed, all therapy was available.

Manufacturer narrative:
--